Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The device was the reprogrammed successfully. The patient was stable and asymptomatic.